Manufacturer narrative:
The specific lot number of the device involved in this complaint was not provided; however, samples from three separate lots were returned in separate sample bags. Two of the bags were identified with lot numbers, while the third bag was not marked. The device history records were reviewed for both identified lots, and both lots were documented to have met the manufacturing and quality specifications. Two samples from each of the three returned lots were evaluated. The samples from one of the identified lots found gaps in the layer of adhesive bonding the swab to the stick; however, none slipped off the stick, so no conclusion could be drawn. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Investigation is ongoing, and this incident will be included in our product complaint and MDR trend reporting systems.

Event description:
Kimberly-clark received a report stating, "the sponge easily comes off of the applicator when wet." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).